Manufacturer narrative:
Additional narrative: additional product code: hwc. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, a patient was admitted for a revision surgery on a sternum closure which was initially performed on (B)(6) 2014.

Event description:
It was reported, a patient was admitted for a revision surgery on a sternum closure which was initially performed on (B)(6) 2014. On (B)(6) 2014 the patient experienced a coughing episode during which he heard a popping sound. A CT scan performed on an unknown date showed that at least 2 of the inferior zip ties had broken. On (B)(6) 2014 the patient underwent a revision surgery for removal of the broken hardware and implantation of the titanium sternal fixation system. Starting from the topmost original implant, the sternal locking star was found well seated and was left in the manubrium. The first of the three zipfix, below the locking star, was intact but the entire device pulled through the bone and was removed. The next point of fixation below was the 8 hole sternal locking plate which was pulled from the cortex of the sternal bone on part of the sternum. The surgeon removed the 8-hole plate and 3.0mm sternal self drilling screws x6, without complication. The last two zipfix, below the 8 hole plate, were broken with the end of zipfix still captured in the locking mechanism. The surgeon removed the last two zipfix and used new ti sternal fixation to provide closure for the patient. The procedure was completed successfully without delay nor any reported patient harm. This is report 3 of 10 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. (B)(6). The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.